Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective system downgrade, it was noted that the right atrial lead had a small insulation defect; no electrical anomalies were noted. The insulation defect was fixed with silicone and the patient was stable throughout and after the procedure.